Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked reservoir tube, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.